Event description:
It was reported the device has a cracked case and broken handle. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. Analysis also found the battery release is contaminated, battery contacts are compressed, and two side bails and the ring are missing. (B)(4).